Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - on (B)(6) 2018 the patient received 10 shocks one evening. The patient indicated they did not have any symptoms before the shocks. The patient was brought in for a follow-up and the ICD was not able to be interrogated. The physician capped this lead. The date the lead was capped is unknown.